Event description:
It was reported that the patient felt symptomatic and experienced heart block. The right ventricular (rv) lead indicated unstable thresholds, varying impedance, oversensing, and non-pacing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 ipg implanted 2008-(B)(6). (B)(4).